Event description:
Medtronic received information that prior to use of a custom tubing pack, after priming, when the perfusionist turned on the 560 pump they heard a clicking noise. It was noted that the rotating axis of the ap40 pump head appeared to be broken. The ap40 was replaced with the new one, however the clicking noise continued. The 560 was turned on without an ap40 and the clicking noise continued. There was no patient involvement so no adverse effect occurred. Additional information: the 560 pump will be repaired. This complaint is for the broken ap40 pump head. Additional information will be requested to confirm whether a complaint or service case has been opened for the 560 pump.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the impeller upper pivot is broken. The device was tested per specification. The device was run on a bio console from 0-4000 rpm¿s, using fluid. There was a loud noise from the device. Reason for return was confirmed. Conclusion: complaint confirmed for the ap40 pump broken upper pivot bearing. It is noted that if the ap40 pump is allowed to run with insufficient fluid, this will cause degradation to the pivot bearing. There were no adverse patient effects. Trends for issues with this product are reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.